Event description:
It was reported to manufacturer by summons / complaint in 2005. Per claim the care center was using a bed lift, allegedly manufactured by company when the resident fell from lift and alledgedly sustained injuries. Resident was in rehabilitation because of an earlier fall when this fall happened 12 days ago. Per c.n.a. They were transferring the resident from their wheelchair with a hoyer lift when they fell, slid out of the hoyer. The resident was assessed, returned to their bed by way of a "4 man carry", and then re-assessed.